Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead's helix was unable to extend. The lead was not used and replaced. The patient was in stable condition.